Event description:
Clinical adverse event received for depth of cement restrictor was based on broach, but scrub tech and rep had me using cement less broaches. I tried to remove the cement restrictor once this was known, but I could not get it out. I placed another at the appropriate level based on the cemented broach. Device and procedure (relatedness). Relationship to registry device: not related. Relationship to procedure: causal relationship. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).